Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted after producing a "fallback mode" error code during a normal follow up.